Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 18dec2018. The manufacturer's international service technician confirmed the inability to calibrate the touchscreen due to a touchscreen malfunction. The manufacturer¿s field service engineer (fse) replaced the defective touch bezel to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
Date rec'd by MFR: 12feb2019. The touchscreen was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touchscreen revealed scratches upon the screen. The touchscreen was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen passed all testing and calibration specifications. Root cause: the reported complaint of a ventilator with a failed touchscreen calibration was not duplicated, no fault was found on the returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was malfunctioning. No patient involvement. The event date was not specified; estimate used.